Event description:
It was reported that one day after the catheter was inserted into the pt's epidural space, liquid was found in the pt's bed. A leak was found 60cm from the distal tip. As a result, the catheter was removed but not replaced. A delay was reported, however, there was no reported death or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.